Event description:
The account alleged the nurse call functions intermittently. No pt impact.

Manufacturer narrative:
The account found the communication cable is not properly connected. The account connected the communication cable correctly to resolve the issue.